Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: endurant stent graft product ID; unknown, serial no; unknown, expiry date; unknown. Upn#; unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 42mm diameter abdominal aortic aneurysm. It was reported that the patient presented with a cold leg. As per the physician the cause of the event is anatomy related; there was a 17mm distal aorta with calcium occluding the right limb leaving it completely compressed. The event was treated with a femoral-femoral bypass. No additional clinical sequalae were reported and the patient is fine.